Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving bupivacaine (24 mg/ml at 5.381 mg/day) and morphine (2 mg/ml at 0.4484 mg/day) via an implanted pump. The indication for use was spinal pain. It was reported the patient had multiple motor stalls with the first stall occurring on (B)(6) 2019 at 8:27 and recovering the same day at 8:43. The second stall occurred on (B)(6) 2019 at 3:36 and recovery the same day at 3:46. The third stall occurred on (B)(6) 2019 at 1:07 with recovery at an unknown date and time. It was noted the patient did not have any mris and troubleshooting could not be performed due to lack of access. There were no symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider reported the cause of the motor stalls was not determined. There was no intervention necessary as the motor stall recovered on its own withing 20 minutes on all 3 occurrences. The issue was resolved and there were no incidents after (B)(6)2019. The patient's weight was (B)(6)lbs at the last visit on (B)(6)2019.